Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during testing, the powered on normally and the display screen was fully illuminated and functional. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported a blank display screen issue. Reportedly the screen went blank and the pump had audible tones. When the battery was changed, the pump resumed normally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).